Event description:
Reported via patient call center. It was reported that the patient experienced a transient ischemic attack (tia). A left atrial appendage (laa) closure procedure was performed and a 24 mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient stated that during the procedure they had a minor stroke with right sided tremors that disappeared after one day. The patient had an electroencephalogram (eeg) and a magnetic resonance imaging (MRI) and was discharged from the hospital on (B)(6) 2025. The patient stated that they are fully recovered and will have an upcoming transesophageal echocardiography (tee) and follow up with neurology. The patient is currently on plavix and aspirin.